Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low blood glucose event while starting up on the ilet system, with a lowest documented glucose of 67 mg/dl, and the device alerted to the low. Symptoms included shakiness. Outcomes included self-treatment with oral glucose and no need for outside assistance or medical intervention. Investigation included complaint intake review and troubleshooting education provided to the user regarding expected glycemic variability during start-up. Investigation of this case revealed no device malfunction identified and no device component failure observed, and the event was consistent with hypoglycemia of unclear cause during start-up. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.